Event description:
The physician intended to use an integrity rx device to treat a patient. Difficulties were encountered inserting the device into the haemostatic valve. It was reported that the stent became trapped. The device was removed and the stent had dislodged from the delivery system. The dislodged stent was located in the haemostatic valve. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was returned inside the haemostatic valve. The stent was removed from the valve - pinching was evident along the stent. Crimp impressions were evident along the balloon. Kinks were evident along the proximal hypotube.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent embolism). Related to operational context (root cause of the stent dislodgement was most likely caused by the interaction between the stent and the haemostatic valve) .evaluation conclusions: operational context contributed to event (root cause of the stent dislodgement was most likely caused by the interaction between the stent and the haemostatic valve). Known inherent risk of procedure (stent embolism).